Manufacturer narrative:
No medwatch form was received.

Manufacturer narrative:
Final analysis found that the pulse generator exhibited high current drain due to a leaky capacitor, resulting in premature battery depletion. The product code was successfully downloaded.

Event description:
It was reported that the pulse generator exhibited high current drain at 289 ua. The device was explanted and replaced.